Manufacturer narrative:
B3: year of event has been provided; month and day is unknown. The suspected device was returned for evaluation. Review of the event history log (ehl) showed there are no errors related to the customer complaint. The device was visually inspected and found downstream occlusion (dso) seal delaminated, front housing damaged, and air detector damaged. During the pump power up test, the customer reported issue was confirmed. The printed wiring assembly (pwa) board was replaced and performed dso/ upstream occlusion (uso) calibration. The service history review had no indication that the complaint was related to a service of the device within the review period. The software was updated and the unit reset to standard organization. The performance verification test was performed, and the device passed all functional testing after repair.

Event description:
The customer returned the device stating, "the pump had error code 46228 (unexpected microprocessor reset) during testing". During device evaluation it was found downstream occlusion (dso) seal delaminated, front housing damaged, and air detector damaged.